Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6), and the reported sepsis, cardiac arrhythmia, infection, and hypovolemia could not conclusively be determined through this evaluation. Power changes were captured in the submitted log file. Low flow events caused by hypovolemia were also captured in the file. The patient was admitted from subacute rehab facility with sepsis and was found to have multifocal pneumonia. The patient experienced low flow events which were due to their hypovolemia, and they resolved with hydration. The patient expired on (B)(6) 2020, due to hypoxia, ventricular arrhythmias, and hypotension. The device operated as expected and was not returned for evaluation. The death was not considered to be device related. The submitted log file contained data spanning from (B)(6) 2020, 07:00:20 through (B)(6) 2020, 21:25:31. The file captured intermittent low flow alarms throughout the length of the file. A power elevation of 8.0 watts leading to an elevated flow of 10.5 lpm was captured on (B)(6) 2020, 15:21:12. No other atypical events were captured. The pump appeared to function as intended. No product is available for investigation. The relevant sections of the device history records for (B)(6), was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2013. The heartmate ii (hmii) instructions for use (IFU) lists cardiac arrhythmia, sepsis, and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of this document: ¿patient care and management¿ states physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to sepsis, found to have multifocal pneumonia. A log file analysis was performed and found low flow events over the course of the log file. It was reported that the source of the infection was pneumonia, the device was reported to have operated as expected. It was noted that the low flow alarms were likely due to hypovolemia, which were resolved with hydration. The cause of death was listed as hypoxia, ventricular arrhythmias, and hypotension. No further information was provided.